Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 25 occurred prior to removing the cartridge. Reportedly, customer did not remove the cartridge. Customer's blood glucose was 219 mg/dl. The customer reloaded the cartridge and insulin delivery was resumed.